Event description:
It was reported that this pacemaker exhibited noisy signals, oversensing and pacing inhibition on the right ventricular (rv) channel. Technical services (ts) reviewed the stored ventricular episodes and noted the oversensed noise led to pauses in pacing even three seconds in rv pacing. Ts recommended to reprogram the rv sensitivity. No additional adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
Follow up report 1 (correction): this report is being submitted to correct field h6: patient codes, section h.

Event description:
It was reported that this pacemaker exhibited noisy signals, oversensing and pacing inhibition on the right ventricular (rv) channel. Technical services (ts) reviewed the stored ventricular episodes and noted the oversensed noise led to pauses in pacing even three seconds in rv pacing. Ts recommended to reprogram the rv sensitivity. No additional adverse patient effects were reported. This pacemaker remains in service.